Event description:
A surgeon reported a patient experiencing glare and having difficulty reading six years following bilateral intraocular lens (iol) implant surgeries. A yag laser was performed in 2004. The surgeon also reported that in 2007, he noted semi-opacified transparent sheen on the iols, but thought it to be an uneventful occurrence. Additional information has been requested . There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/07/2009 and 10/27/2008 by phone, fax, and mail. A completed questionaire has not been received. This report was mailed to FDA on: 10/30/2009.